Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise was noted from an external source to the implantable cardioverter defibrillator (ICD) system. The ICD remains in use. No patient complications have been reported as a result of this event.